Event description:
Additional information was received that the patient&#39;s sleep apnea was a prevns condition and not related to their vns. It is not made worse with their therapy.

Event description:
It was reported via clinic notes received for review that a vns patient has significant organic obstructive sleep apnea. The patient is also seizure free. The patient does have a history of snoring prior to their vns implantation. It is unknown when they were diagnosed with sleep apnea to know the relationship if any to their vns therapy. The patient uses a CPAP machine. The patient had a repeat polysomnography using CPAP titration and it was noted that 15cm of water pressure is sufficient to obliterate most of the sleep apnea and maintain their oxygen saturation above 90%. At that pressure all their snoring cleared up. The patient is (B)(6).